Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device produced excessive smoke. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question. Refer to mfg report # 2242352-2013-00221 for the related report.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for evaluation. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).